Manufacturer narrative:
(B)(4). Foreign source - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-0075, 0001825034-2019-00749, 0001825034-2019-00832, 0001825034-2019-00834, 0001825034-2019-00836, 0001825034-2019-00838, 0001825034-2019-00841, 0001825034-2019-00842, 0001825034-2019-00845, 0001825034-2019-00849, 0001825034-2019-00850, 0001825034-2019-00851, 0001825034-2019-00852, 0001825034-2019-00853, 0001825034-2019-00854, 0001825034-2019-00856, 0001825034-2019-00859, 0001825034-2019-00860. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during incoming inspection, a weak seal and open seal issue on the sterile package was identified. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned products identified that all 18 parts have defective seals. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is likely to be due to design deficiency. Corrective action has been initiated due to the reported event through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.